Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under and around the sensor adhesive. Patient's father described the skin reaction as a red and inflamed rash. Sensor was inserted at the buttocks on (B)(6) 2015. Patient's skin reaction is treated with a topical antibiotic, prescribed by pediatrician on (B)(6) 2015, for contact dermatitis. Patient's father does not recall the brand name of the antibiotic ointment. Additionally, patient's father reported that the patient has very sensitive skin. At the time of contact, patient's father reported that the patient was still experiencing the rash. No additional event or patient information is available. The complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.